Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superior vena cava (svc) using a lightning aspiration tubing (lightning). During the procedure, after making several passes using the indigo system aspiration catheter 12 (cat12), it was reported that the lightning tubing clogged and would not aspirate. Therefore, the lightning was removed. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01152. 1. Section d. Box 1. Brand name.